Event description:
An hcp reported that the transfer-filter needles are faulty. The hcp made the statement that 1 in 20 transfer-filter needles are clogged and cannot be used. The needle batch number(s) are unknown. No further information could be obtained; all follow-ups with the reporter were left unanswered.¿ neither samples nor any photographs are available. This is a notification only. No investigation is currently requested. Please acknowledge the reception of this complaint.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Follow up MDR for correction, following the submission if the initial MDR, it was determined that the reported failure is not reportable to the FDA as it is no likely to cause or contribute to serious injury or death. This MDR wil be void.

Event description:
No additional information